Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the flow transducer test and internal test. The ventilator was investigated on site by our field service engineer. According to service report the unit was checked and the air gas module was found defective and needed to be replaced. However, despite several reminders, we did not receive the confirmation of part replacement nor the part returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure.

Event description:
It was reported that the ventilator failed tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).